Event description:
Patient reported worsening epilepsy with more intense seizures and the physician alleged this to be due to vns. The patient underwent multiple setting adjustments and there has been a noticeable decrease in the intense seizures. No other relevant information has been received to date.